Event description:
It was reported that during a laparoscopic cholecystectomy, the irrigating cautery tip developed a hole near the tip where the bovie is. Allegedly, a burn occurred to the patient in the abdominal cavity. Doctor noted the burn and treated it. It was further reported, the abdominal cavity was insufflated and the burn occurred inside of the abdominal cavity, no organ involvement was seen.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.